Manufacturer narrative:
H6: actual device involved was evaluated. Computer software performance tests conducted. Failure to follow instruction. User error caused event. The device software logs were examined, verifying the pump stop related to over-occlusion of the pump rollers. Discussion with the user confirmed that the occlusion was set too tightly, resulting in the pump stop.

Event description:
The roller pump was being used to deliver cardioplegia solution during cardiopulmonary bypass surgery. The user over tightened the roller occlusion knob, causing the pump to stop turning. The cardioplegia dose was successfully administered by alternate means. The user reported that the patient involved expired in the ICU after the surgery. Conversations with the user confirmed that the patient outcome was not related to the performance of the roller pump.